Event description:
It was reported that the user was "unable to pass. 8f suction catheter got stuck at the tip of the trach and did not pass." The event occurred during use with the patient. There was no medical intervention required. There was no patient harm/adverse event reported.

Manufacturer narrative:
D4: catalog number, lot number, UDI number, expiration date, and h4: manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer mentioned that this was discovered after patient use. The tracheostomy was inserted without difficulty. It was discovered that 8 f suction catheter could not fit through trach as previously. Health care providers could pass 6 f suction catheter without difficulty. There was no patient harm. Medical intervention required: removal of defective trach. Replaced new trach without difficulty or incident to patient. Outcome of the event was resolved.

Manufacturer narrative:
Additional information: b5. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. The instructions for use state the suction catheter used should be the largest size that easily fits into the tracheostomy tube. Selecting a 6 fr portex catheter, the catheter was inserted through the connector and through the tube. The catheter was removed and inserted through the distal end of the tube and out the connector. No obstructions were felt in either direction that the catheter was inserted into the device. The complaint could not be confirmed. No device history report (DHR) review was able to be performed since the lot number and part number were not provided by the complainant. No action taken.b1, b2, h1, h6 - health effects impact code.